Event description:
We used equate brand heavy duty antimicrobial fabric bandages in the extra large (B)(4). It was on my son's skin for less than 24 hours and when we changed the bandage it left a raised red band of irritation where the band-aid was applied. There was space left in the middle where the cotton pad goes and there was no reaction there. My son has said it is slightly itchy but there are no other reactions so far. He doesn't have a latex allergy as far as we know, and he's been in the hospital for kidney related issues and other regular checkups and this has never happened before. I looked up ingredients on the band-aids since there wasn't very many listed on the packaging. I am not which caused the reaction. I searched up adverse reactions to natural rubber latex, the fabric, or the antimicrobial agent (benzalkonium chloride) or the sticky part of the band-aid (google said this was most likely acrylic polymer) to see if I could figure out which one it was. Most of those can cause contact dermatitis and that was not listed on the packaging as a side effect. Benzalkonium chloride.